Event description:
On 5/15/97 the account became exposed to potential biohazardous material from the axsym waste. The customer had initially been cut on a sharp edge of a waste material from the axsym analyzer, which did not contain a disinfectant, contacted the wound. Further explanation of the event has been requested but has not yet been provided by the account. The wound was immediately disinfected (procedure not indicated by customer). The technician had not been immunized against hepatitis b and refused antiviral treatment when it was offered. The lab techninan was not wearing protective gloves. No further report of injury.